Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery to repair an incisional hernia and was implanted with a bard/davol ventralex st hernia patch. On (B)(6) 2017- the patient underwent surgery to the remove the patch after it failed and to repair the recurrent hernia. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery to repair an incisional hernia and was implanted with a bard/davol ventralex st hernia patch. (B)(6) 2017- the patient underwent surgery to the remove the patch after it failed and to repair the recurrent hernia. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information received: (B)(6) 2016 - patient was diagnosed with umbilical incisional hernia and underwent open repair with ventralex st mesh (device #1). Per operative notes, ¿the hernia defect was encountered, and the sac was dissected free. The ventralex st mesh was then laid into the space and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia and underwent robotic-assisted repair with the explant of ventralex st (device #1) and implanted with ventralight st mesh (device #2). Per operative notes, ¿the omentum was adherent to the previous umbilical hernia repair. The previously placed mesh was bunched up and located to the left of the defect. This (device #1) was taken off the abdominal wall. For the repair, ventralight st mesh was chosen, and sutured.¿ attorney alleges that the patient had pain and hernia recurrence.

Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the information provided, there is no change to the initial determination, no conclusion can be made. Per medical records provided, patient was diagnosed with hernia recurrence and underwent mesh removal. Per the op-notes, "the previously placed mesh was bunched up". Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.